Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. When the customer attempted to power the device on, it would only remain for a short time before powering off by itself. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. The customer's device powered on, charged and shocked when prompted. No failures or discrepancies were observed. The customer was provided with a replacement device. The cause of the reported issue could not be determined.